Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient reported irritation and pain while the pod was worn on the leg. The patient was treated with soft tissue sonography at a local institute and was prescribed 1000mg augmentin pills to be ingested orally 2 tablets a day for 7 days, baneocin and neomycin ointment to be used for local application 3-4 times per day and 500mg nuvigil pain tablets. The pod was discarded.